Event description:
Per the clinic, the patient experienced non auditory percepts and poor sound quality. The patient underwent revision surgery on (B)(6) 2013, to reposition the receiver/stimulator unit and repair the oval window. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed april 28, 2014. Device currently unavailable.

Manufacturer narrative:
This report is filed may 23rd, 2014.

Manufacturer narrative:
Implanted device remains.